Event description:
Information received via complaint form is indicated as follows: "foreign matter in/on product/packaging".

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Information reference on the complaint form indicates that the product was not used on the patient. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.